Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer experienced high and low blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer declined to troubleshoot for the high blood glucose due to customer was not wearing the insulin pump at time of admission. The customer's blood glucose was 57 mg/dl at the time of admission. The nurse also stated that she experienced low blood glucose and her blood glucose declined to 48 mg/dl but treated with juice and went up to 99 mg/dl. The customer declined to troubleshoot for the low blood glucose at the time of call. The nurse stated that the husband called 911 when the customer had the low blood glucose and got admitted. The nurse stated that the customer had over 900 mg/dl and declined to 47 mg/dl while on the hospital. The nurse stated that the customer received no delivery alarm and was advised to troubleshoot. The insulin pump will not be returned for analysis.